Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. Additional information indicated that high threshold was observed since implant. This lv lead was abandoned surgically. No additional adverse patient effects were reported.